Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during surgery the surgeon noted that the screw projections were visible at t11 and t12. However, when moving towards l2, the surgeon observed that the projection was only visible in trajectory 2 and was just a red dot in trajectory 1. The surgeon switched to a different surgeon profile, re-registered the patient with the imaging system and continued the surgery. After that the projection appeared correctly. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: product ID: 9735670, (serial: (B)(6). Section d references the main component of the system. Other medical products in use during the event include: sw kit 9735740 stealth s8 spine h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: updated serial lot/sw version to 2.1.0 from - for product ID: 9735740. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The logs captured the site used imaging system auto registration and did 3 successful spins and went until the navigation task. The logs captured that the site switched to trajectory-1 and trajectory-2 as one of the views but the logs did not capture any abnormalities related to the blank view or red dot in the trajectory-1 window. The analyst analyzed the archive shared and observed that there were 3 imaging system exams and all were optimal for the navigation system. When the user used the grey tracker with awl tip, the instrument was visible on all the views and did not observe any red dots in any of the trajectory views. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.